Event description:
Same case as 2134265-2009-06943. It was reported that during a percutaneous coronary interventional procedure, a tip detachment occurred. The 80% stenosed lesion was located in a severely tortuous and moderately calcified circumflex artery (cx). After attempting to cross with three different non-bsc guidewires, a floppy rotawire was able to be advanced into the lesion. A 1.25 mm rotalink plus device was used with the rotawire to complete two ablation passes of 10 seconds each. At this time, it was noted that approximately 2.2 cm of the rotawire tip had detached in the distal cx inside the pt. Because of the guidewire tip's placement, the physician opted not to retrieve fractured guidewire tip. A 2.5 x 24 mm non-bsc stent was implanted to secure the detached tip. No further pt complications occurred. The pt's status was satisfactory.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.